Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issue. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the available information, a cause for the reported single leaflet device attachment (slda) cannot be determined. The recurrent worsening mitral regurgitation was a result of the reported slda. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment and hospitalization were a result of case specific circumstances as the patient underwent another mitraclip procedure where an additional clip was implanted to stabilize the slda clip. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda) and recurrent mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat mixed mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 1. On (B)(6) 2020, a control transthoracic echocardiography (tte) was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 4. On (B)(6) 2020, an additional clip was implanted to treat the slda. The mr was reduced from 4 to 2. No additional information was provided.